Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: occipito-cervical instrumentation failure after radio-chemotherapy for axis solitary plasmacytoma: a case-based update massimiliano visocchi, carmelo lucio sturiale, giuseppe esposito, giulio maira eur j orthop surg traumatol (2012) 22 (suppl 1):s45¿s51. N=1: screw and rod dislocation.